Event description:
It was reported that a user experienced elevated blood glucose after treating a low reading with a snack while using the ilet bionic pancreas, with glucose increasing from 70 mg/dl to over 220 mg/dl and then trending down while on the call; no device alerts or alarms were reported, and the device appeared to function as intended. Symptoms included hyperglycemia. Outcomes included user counseling on snack portioning and no need for medical intervention. Investigation included technical review, device history review, and user interview. Investigation of this case revealed no device malfunction and a probable user management factor related to carbohydrate intake after hypoglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause without device failure, and education on treatment portions was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.